Event description:
It was reported by repair work order that teh scale was inaccurate and not working properly due to load cell failure. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Scale was fixed with replacement of right load cell, recalibrated and scale accuracy and bed exit functionality tested.